Manufacturer narrative:
The following products were used in the surgery: (product ID: 2111160, qty: 2) and (product ID: 2153214, qty: 1). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent olif (oblique lumbar interbody fusion) and anterior instrumentation for degenerative disc disease/ degenerative scoliosis from l3 to s1. Approximately ten (10) days postoperatively, the patient reported the event of lumbar deep wound infection ((B)(6)). Approximately six (6) days postoperatively, the patient was admitted inpatient with left upper extremity, stroke was ruled out via a MRI. Treatment included infectious disease consult for lumbar infection "(B)(6)". An irrigation and debridement scheduled for (B)(6) 2016. The outcome of this event is not resolved.

Event description:
It was reported that appropriately one (1) month postoperatively, the investigator reported right upper extremity swelling and pain started on (B)(6) 2016. The subject was hospitalized on (B)(6) 2016. The subject was diagnosed with right upper extremity deep vein thrombosis. Prior treatment included IV ancef 20 for a (B)(6) wound infection (ae 1). The investigator reported no venous return in PICC line. The investigator noted the event was not related. The outcome of this event not resolved.